Event description:
The pt was implanted with a left ventricular assist device. Approx 2 yrs post-implant, the pt experienced red heart alarms while supported by the power module. No alarms occurred when the pt was supported by batteries. The percutaneous lead was inspected by the MFR's technical services personnel and testing confirmed a broken red wire. The damaged section of the percutaneous lead was repaired by the MFR's technical services personnel. No further alarms have been reported since the percutaneous lead repair.

Manufacturer narrative:
The pump remains implanted and in use by the pt. A portion of the distal end of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.